Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber was cleaned internally with the same tissue, the fiber tip broke off, and the fragment was removed by irrigation and drainage from the patient. The procedure was completed with another fiber without patient complications.